Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
The patient's spouse stated that his wife's implants failed after approximately 4 years of implantation and a revision surgery was performed approximately 8 years after implantation. After the revision, the surgeon noted that there was corrosion found on the implants, a pseudotumor and that the tendons in the area were deteriorated due to the corrosion.

Manufacturer narrative:
An event regarding alleged altr involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: provided patient records were reviewed by a clinical consultant, who noted that no examination of the explanted components was possible, and no documentation of pathology receiving the explanted components was available. Regarding the diagnosis of pseudotumor, the clinical consultant indicated that there was no post-operative histopathologic or imaging confirmation, no histologic diagnosis of altr, no evidence of metallosis, no documented elevated ion levels and no radiographic or bone scan evidence of loosening.the clinical consultant concluded patient symptoms could be related to chronic multiply injected trochanteric bursitis, iliopsoas and lumbar radiculopathy, and that there was no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: provided patient records were reviewed by a clinical consultant, who noted that no examination of the explanted components was possible, and no documentation of pathology receiving the explanted components was available. Regarding the diagnosis of pseudotumor, there was no post-operative histopathology or imaging confirmation, no histologic diagnosis of altr, no evidence of metallosis, no documented elevated ion levels and no radiographic or bone scan evidence of loosening. The clinical consultant concluded patient symptoms could be related to chronic multiply injected trochanteric bursitis, iliopsoas and lumbar radiculopathy, and that there was no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. The exact cause of the event could not be determined because insufficient information was provided. A complaint trend and CAPA analysis was performed for the reported product and issue and concluded the overall revision rate outcomes for the accolade tmzf hip stems suggests that the device is safe and effective. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient's spouse stated that his wife's implants failed after approximately 4 years of implantation and a revision surgery was performed approximately 8 years after implantation. After the revision, the surgeon noted that there was corrosion found on the implants, a pseudotumor and that the tendons in the area were deteriorated due to the corrosion.